Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the label information was difficult tor read with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea tube label info was not clear.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect label content with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that the label information was difficult tor read with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea tube label info was not clear.